Manufacturer narrative:
A visual evaluation of the returned device found that the stent was kinked and buckled for 0.8cm from the proximal end. The stent was also kinked along the drainage holes in the proximal tail. The investigation concluded that the condition of the returned device was consistent with the complaint incident that stent was kinked. Most likely, some procedural/ anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Therefore the most probable root cause is "operational context." A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct on (B)(6) 2016. According to the complainant, during the procedure and upon deployment, the physician experienced resistance and the guide catheter detached. The broken inner guide catheter was retrieved from the patient. The stent also kinked and accordioned. The procedure was completed with another advanix biliary stent. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2016-00964 for the other associated device information.

Manufacturer narrative:
(B)(4) "stent kinked". The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct on (B)(6) 2016. According to the complainant, during the procedure and upon deployment, the physician experienced resistance and the guide catheter detached. The broken inner guide catheter was retrieved from the patient. The stent also kinked and accordioned. The procedure was completed with another advanix biliary stent. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2016-00964 for the other associated device information.